Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and oversensing secondary to rigorous exercise was observed on the right ventricular lead. The right ventricular lead was capped (B)(6) 2019 and replaced. The patient was stable.